Event description:
During on-site service, the baxter service technician found that the flogard infusion pump experienced a false air-in-line alarm. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The false air-in-line alarm was confirmed during a visual inspection. The false alarm was caused by sensor board damage. The facility did not have any sensor boards in stock; therefore, the pump was swapped out of service.